Event description:
A patient that had been tested with architect ipth since 2010 and was typically running at 88 pg/ml average, generated a result of 96 pg/ml. Heterophilic antibody testing was performed and a result of 82 pg/ml was generated. Roche testing for the patient had generated a result of 71 pg/ml with an upper limit of 65 pg/ml. Cerba testing generated a result of 63 pg/ml with an upper limit of 63 pg/ml. Additional information indicated that patient's architect result was considered high and the patient's treatment for hyperparathyroidism was adjusted. The customer had based the treatment decision on a roche reference value study. When the customer reviewed the results against a new (B)(4) reference value study, it was determined that the architect value was acceptable. The customer was unable to provide details of the treatment but indicated that there was no adverse impact to the patient.

Manufacturer narrative:
This issue was previously reported under MDR number 1415939-2012-00173 under a different manufacturing site. (B)(4). As part of the investigation, a study was reviewed that compared performance characteristics of six intact parathyroid hormone (pth) assays, beckman coulter access, abbott architect i2000sr, siemens advia centaur, roche modular e170, siemens immulite 2000, and diasorin liaison. The review indicated that while the architect ipth assay showed a positive bias, the correlation between all six of the assays was good. The architect intact pth assay package insert was reviewed and was found to adequately address the issue. The customer was referred to the section in the insert regarding comparison of methods and that it is important to keep in mind the standardization process used to develop the assay. The architect intact pth assay has standardization traceable to the world health organization's first international standard for pth from the nibsc, code 79/500. Customer complaint data was reviewed and no adverse trends were identified related to architect intact pth lot 00111e000 that the customer was using. Based on the investigation it was determined that the architect intact pth assay is performing as intended. The investigation did not identify a malfunction or a product deficiency.